Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records/radiographs provided and reviewed by a health care professional. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000864 ¿ g7 liner ¿ 6544595, 650-1058 ¿ biolox ceramic head ¿ 2963349, 650-1065 ¿ biolox ceramic taper ¿ 2959057, 00625006515 ¿ bone screw ¿ 64492557, 00625006540 ¿ bone screw - 64302847, 192413 ¿ echo femoral stem ¿ 674160. Product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02590.

Event description:
It was reported that patient underwent a right hip revision approximately 6 years post implantation. Subsequently, the patient experienced instability and recurring dislocations a few months later. A small nondisplaced transverse acetabular fracture was noted on xray. The patient was revised again approximately 5 months later where impingement was noted as well as disruption of the previous capsular repair. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.